Event description:
It was reported that although the battery was connected, there was an ongoing battery disconnect alarms coming from the black power cable of the controller. There were no alarms when the patient was using mobile power unit (mpu). The battery clips cleaned and then exchanged to troubleshoot but that did not resolve the alarm. It was noted that the black power cable had a kink, so the controller was exchanged. The patient performed the exchange at home and the alarm stopped. The patient thought there may have been one alarm after the exchange but was not certain.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and kinked power cables were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed 256 events spanning approximately 2 days (16oct2022, 20dec2022 per timestamp). Events captured on 20dec2022 took place in the testing labs at abbott. The pump fixed speed and low speed limit (lsl) were set to 5200 rpm and 4900 rpm, respectively. The pump was able to maintain speeds above the low speed limit throughout the log file. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently recorded on 16oct2022 from 09:33:54 ¿ 14:08:54. The alarms occurred on both power cables while the controller was connected to both battery power and the mobile power unit (mpu). The events triggered alarms due to the faults lasting longer than 5 seconds. The alarms cleared shortly after activating. The driveline was disconnected on 16oct2022 at 14:31:37 and the controller was shut down at 14:32:37. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to function as intended. The power cables were cut open and no physical anomalies were found. The root cause of the reported event was unable to be conclusively determined through this investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (17oct2022 ¿ 19oct2022 per timestamp). Atypical low voltage and power cable disconnect alarms were active on 17oct2022 from 10:45:56 ¿ 10:46:36, and intermittently between 17oct2022 at 15:26:15 ¿ 18oct2022 at 04:55:52. The alarms occurred only on the black power cable and were caused by the bus voltage dropping to 0v while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking if product will be returning; however, no response was received. The photo submitted of the power cable shows kinks on the black power cable. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the damaged power cables may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.